Event description:
It is reported that the pt was revised for a broken insert. Pt told surgeon that it happened when he was kneeling down.

Manufacturer narrative:
This report will be amended when our investigation is complete.